Event description:
Pt admitted for reversal of colostomy. During surgery, the eea -end-to-end anastomosis - stapler "was seen to break and split apart" - per operative report - and caused a hold in the rectum. Additionally, there was "a circular row of staples which were placed but did not extend through the proximal segment and [were] not bent upon themsleves." Per the operative report, the "field was packed off carefully. The rectal segment was grasped with long allis clamp and the entire circular row of non-bent staples were removed under direct vision. The proximal segment was cleaned off further after the anvil was removed. Two layer anastomosis was then done with a posterior row of interrupted 3-0 silks. A running locked 3-0 vicryl suture was placed in the midline posteriorly and carried around anteriorly in a canal fashion. The anterior muscular layer was then created to complete the anastomosis." Surgery was completed without further problem. The pt's recovery was uneventful, and she was discharged 9 days later.